Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. No supplemental report will be required as the additional information provided indicated that the iol was noticed cracked upon opening the package. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the cracked iol was noticed upon opening the package.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that before the cataract surgery, the iol was found to have a crack. The procedure was completed with another iol. Additional information has been requested.